Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during the use of the cs100 intra-aortic balloon pump (iabp), the ECG signal suddenly disappeared, but the pressure signal was normal, causing no personal injury. The hospital later replaced it with another machine.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Due to character limit in block e1 event site address : (B)(6). The hospital later replaced it with another machine. There was patient involvement however, no adverse event reported. The user resolved the issue by himself and informed via phone that the device was functioning normally.